Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received ,the procedure being performed was the endoscopic microsurgical excision of cell change in rectum.

Event description:
According to the reporter, during the laparoscopic rectum procedure, the needle from the endostitch instrument fell out of the jaw during transfer of needle from one jaw to the other. Suture had to be cut off and removed from abdomen. Instrument had to be removed and replaced with a new instrument and new instrument had to be reloaded with new suture. No reported injury as result of the event. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had completely bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. If information is provided in the future, a supplemental report will be issued.